Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision surgeries because of excessive wear and breakage of the poly.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed a fatigue fracture initiating from the backface lateral edge. The fracture is due to low stress high cycle fatigue fracture. The fracture is consistent with lateral edge loading suggesting malpositioning or poor tissue balancing. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. A complaint database search finds no additional reports against the product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. No evidence was found indicating product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.